Event description:
I recently moved to another state and during my unpacking, I found my lost contact case in a moving box, after opening the contact case, I discovered what looked liked mildew on the lenses. I called my dr who stated that I send it to you for analysis since this may have been the pair that infected me in the summer of 2005 with keratitis conjunctivitis.